Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the security system of the hospital prevented the device from connecting to the pacs system. Based on the investigation performed, the technical root cause of the event was attributed to the configuration of the hospital security system.

Event description:
The company field service engineers (fse) were onsite on (B)(6) 2020, to attempt to resolve an issue identified by the surgeon on the planning laptop. When attempting to connect to pacs through the software, rosanna immediately shuts down. Specifically, an error message pops up saying hat 'rosanna is not working and will shut down' before iqview opens. This results the software to immediately shut down. However, iqview is still able to launch through the maintenance desktop. Below, included unsuccessful resolution steps, and have also included all logs, including both iqview and rosanna logs. In an attempt to resolve this, fses took several steps: (1) firstly, theyfollowed the work instructions that were released following the latest upgrade for iqview. They checked all settings within the server administration settings, as well as making sure that all folders on the c and d drive were correct. All mirrors exactly to systems that are working properly. (2) secondly, they reviewed all the logs and were running into the same error. Error 32 ¿ impossible to recreated directory. Also, there is a note that 'the frame stack is empty' which they were not sure how to diagnose.

Manufacturer narrative:
The serial number, catalog number, device manufacturing date and UDI information are provided as additional information. D4 unique identifier (UDI) #: (B)(4).

Event description:
The company field service engineers (fse) were onsite on 11-mar-2020, to attempt to resolve an issue identified by the surgeon on the planning laptop. When attempting to connect to pacs through the software, rosanna immediately shuts down. Specifically, an error message pops up saying hat 'rosanna is not working and will shut down' before iqview opens. This results the software to immediately shut down. However, iqview is still able to launch through the maintenance desktop. Below, included unsuccessful resolution steps, and have also included all logs, including both iqview and rosanna logs. In an attempt to resolve this, fses took several steps: (1) firstly, theyfollowed the work instructions that were released following the latest upgrade for iqview. They checked all settings within the server administration settings, as well as making sure that all folders on the c and d drive were correct. All mirrors exactly to systems that are working properly. (2) secondly, they reviewed all the logs and were running into the same error. Error 32 ¿ impossible to recreated directory. Also, there is a note that 'the frame stack is empty' which they were not sure how to diagnose.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The company field service engineers (fse) were onsite on (B)(6) 2020, to attempt to resolve an issue identified by the surgeon on the planning laptop. When attempting to connect to pacs through the software, rosanna immediately shuts down. Specifically, an error message pops up saying hat 'rosanna is not working and will shut down' before iqview opens. This results the software to immediately shut down. However, iqview is still able to launch through the maintenance desktop. Below, included unsuccessful resolution steps, and have also included all logs, including both iqview and rosanna logs. In an attempt to resolve this, fses took several steps: (1) firstly, they followed the work instructions that were released following the latest upgrade for iqview. They checked all settings within the server administration settings, as well as making sure that all folders on the c and d drive were correct. All mirrors exactly to systems that are working properly. (2) secondly, they reviewed all the logs and were running into the same error. Error 32 ¿ impossible to recreated directory. Also, there is a note that 'the frame stack is empty' which they were not sure how to diagnose.